Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that low pacing impedance was observed on the right ventricular (rv) lead via merlin.net transmission, which was most likely due to the rv ring conductor insulation. During device interrogation, the lead also exhibited intermittent loss of capture, intermittent undersensing and noise causing inhibition of pacing. The noise was reproducible with isometrics and pocket manipulation. The impedance measured in clinic was normal but low impedance was observed with patient repositioning, especially when he turned his upper body to the left. Programming changes were made. No peripheral nervous system (pns) stimulation or pocket pectoral stimulation was noted. The patient was stable before, during and after the event and will continue to be monitored.